Event description:
It was reported that the patient experienced driveline communication fault. The patient reported that in addition to a yellow wrench, the red heart and red battery were illuminated. Their sibling changed the system controller with no issues without contacting the team. However, the driveline communication fault re-occurred, this time with only the yellow wrench. The fault was cleared via the system monitor, but the healthcare professional anticipated that alarm to occur again. The log file captured intermittent driveline communication fault alarms beginning on (B)(6) 2025. The original controller was disconnected at 0844 on (B)(6) 2025. As noted, the alarm continued on the newer controller. There were no other unusual events recorded in the log file event history. The modular cable was swapped with no issues and the patient was doing well. The patient was to be seen again on (B)(6) 2025. The photo of the modular connection was not obtained. However, there were no obvious moisture ingress.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline communication fault alarm; however, a specific cause for this alarm could not be conclusively determined through this evaluation. The submitted controller event log files collectively contained events from 22apr2025 through 26apr2025. The file captured driveline communication fault alarms, associated with intermittent com a fault flags, on 26apr2025. Additionally, on 26apr2025, events consistent with the reported controller exchange were observed. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline communication faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.